Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient was working down in a hole with a pump and passed out. The patient was asymptomatic when pulled out. The device is still in use. No further patient complications have been reported as a result of this event.